Manufacturer narrative:
Being investigated. The device remains implanted and is, therefore, not available for a technical evaluation. The device history records (DHR) were reviewed as required. All manufacturing and quality assurance testing was carried out in accordance with applicable quality procedures. The sterility records were reviewed and revealed that this device was sterilized within the dose range that is specified in internal sterilization procedures. The production batch record for this product shows that it was released in accordance with all governing quality assurance/quality control procedures prior to distribution. There are no similar complaints against this batch. (B)(4).

Event description:
It was reported that after surgery with a hemashield graft and a valsalva graft being implanted at the same time, the patient was infected by a bacterial virus, pseudomonas. The initial procedure took place on (B)(6) 2010. The patient returned for a second procedure on (B)(6) 2010 to remove pus due to the infection. The patient then returned for a third procedure on (B)(6) 2010, to again remove pus, even from the bone. It was reported that the patient was in the ICU with blood poisoning.